Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient reported a "buzzing noise" when using the cochlear implant system. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with multiple electrode anomalies. Deactivation of the electrode anomalies did not solve the problem. There was no reported traumas. The patient's device was explanted at about five weeks later, and a new device was reimplanted during the same surgery.